Manufacturer narrative:
Follow-up #1: date of submission 10/07/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2013 with the following findings:the cartridge cap was not returned with the pump. There was no damage found to the threads of the cartridge compartment. A new test cartridge cap was able to fully secure to the pump with no issues. The pump successfully completed a 29-hr flow accuracy test using the new test cartridge cap with no alarms occurring. The total daily dose added up correctly. The display has a pinkish contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. Investigators were unable to duplicate the reported complaint.

Manufacturer narrative:
A damaged cartridge compartment is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that she experienced elevated blood glucose (bg) of ¿high¿ (>600mg/dl) with shaking and vomiting after going on a back-up plan for insulin delivery. The patient reportedly went on a back-up plan when she was unable to secure the cartridge cap after changing the cartridge. The patient reported stripped threads on the cartridge compartment. The patient reportedly took a correction injection for elevated bg and drank fluids. While on the phone with animas, the patient¿s bg reportedly came down to 402mg/dl and then 396mg/dl. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while on an inadequate back-up plan after coming off the pump due to damage to the pump.